Event description:
The turbohawk device got stuck in the sfa, after 6-7 passes had been performed and plaque was excised from the instent restenosis that was being treated. The physician turned the device off and on to pull the turbohawk out, but nothing would happen. After a few attempts, the physician decided to put an .014 wire between the turbohawk and the vessel wall and proceeded to follow with balloon with low atms inflations. Once the balloon was deflated, the physician managed to pull the turbohawk out with no harm to the patients artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.